Event description:
It was reported that the clinic has been losing data in paceart, including "strips," actual whole call and report. It was determined that it could be attributed to work flow or even malicious employee activity. Auditing was suggested as a means of determining source of any future appointment and test deletions, and monitoring will be ongoing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.